Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol), found filaments on the back surface of the iol after the implantation, which were later removed by irrigation/aspiration, and some could not be completely removed. The doctor suspected that the iol scraped the impurities in the cartridge and brought them into the capsule. No harm to the patient. Additional information was requested.